Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The nozzle unit on o2 gas module was found damaged and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The evaluation of provided device's logs confirms occurrence of the reported issue on date of event and prior to that. Moreover, other test failures were noticed during review of the provided logs, which could be consequence of the malfunction of the claimed part. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manuals for servo-I (e.g. Rev. 06), and service manuals for servo-I (e.g. Rev. 10) preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The device was manufactured in 2016. According to the previous complaint for this device only the nozzle unit on air gas module was replaced in 2021 as part of the repair. As stated by ssu, the customer never replaced pm kit and ignored the manufacturer's recommendation, as the device worked correctly. The root cause of the damage of the nozzle unit was determined as expected wear and tear.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: previous brand name: servo-I corrected brand name: servo-I base unit d4 ¿ version or model #: previous version or model #: servo-I corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).